Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and noted blood coming from the insertion site after wearing the pod on the arm for between 5 and 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.